Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery because the device stopped working. The patient experienced recurring incontinence as a result. The existing aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, a pump, and a balloon. The patient was reported to be recovering after the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Event details updated. Date of explant provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to an unspecified reason. The patient was implanted with a new aus consisting of a 4.0 cm cuff, a pump, and a balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.